Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board and the igbt board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system locked up with low kv error during a case. No patient injury was reported.